Event description:
It was reported that at post-op follow-up, x-ray found the leads had pulled back. Physician suspects that patient movement overnight caused dislodgement. Lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.